Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 361 mg/dl, treated with syringe. Customer reported the device possibly got wet while at the pool, as a possible event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. Customer had an upgrade insulin pump but is not using it due to her not being trained on the new device. The device also had a crack. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.